Manufacturer narrative:
Section age or date of birth, weight and ethnicity: unknown/ not provided. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. Telephone number, (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported a torn sensar ar40e intraocular lens (iol). No patient injury reported. No further information provided.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on oct 7, 2022. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue and with both haptics detached. The lens was cleaned and, no further issues could be identified. The complaint issue "iol torn¿ was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Therefore, no escalations are required. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Corrected data: section b3 date of event: additional information was received through follow-up activity. The correct date of event was provided as 06/06/2022. Additionally, the following information was also received: section a2: patient's date of birth: (B)(6) 1952. Section a3: patient's gender: female. Section a4: ethnicity: hispanic. Section e1: doctor's name: (B)(6). Doctor's email: (B)(6). Doctor's phone number:(B)(6). Section e2: health professional: yes. Section e3: occupation: physician. Customer had a problem mounting lens to cartridge. The lens or cartridge had contact with the patient. The affected eye was the left eye. Medical intervention required: doctor attempted scleral fixation of the lens. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.